Manufacturer narrative:
(B)(4). Manufacturing date 3/20/15-3/25/15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was difficult to twist on compared to normal. The patient stated they did not know the exact date in which this occurred but it was two to three weeks ago. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.